Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead exhibited high capture thresholds and high pacing impedance after implantation. The lv lead was removed and a new lv lead was used to successfully complete the implant procedure. No patient consequences were reported.